Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy and reported not being sure if the device was working properly or how to set it. Patient was implanted for an over active bladder and needs to go to the bathroom every 10 minutes. Patient can feel stimulation and turned it up, but they ended up lowering it because increasing stimulation made symptoms worse and caused the patient to go to the bathroom more. Patient wasn't given any directions from their healthcare provider (hcp). It was recommended for the patient to follow up with their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called in to stating that they did not believe that this interstim device was working properly, as they were having to go to the bathroom every 20 minutes the previous night.